Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, red particles material was found on the gel and underweight. A microscopic analysis was performed which identified one opening sharp, one opening striated and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. One opening striated in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data: a4, b3, b5, d4, d6b, d9, h3, h4, h6.

Event description:
Device has been explanted.